Event description:
The facility stated that the surgeon attempted to implant a aa4204vl plate silicone lens. The lens stuck in the cartridge. No patient contact. The injector and cartridge model and lot numbers were not specified by the facility.